Event description:
It was reported by the caller, a clinical account specialist, that a persistent coronary spasm was discovered, and did not resolve after the case was over. The caller added that this may have happened during the ablation of the left superior vein, a widespread st elevation, and the patient was provided an urgent coronary angiography and ic nitro. Intra venous nitro was not effective and the issue persisted until post-procedure. The patient is in a stable condition at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).